Event description:
It was reported that eleven days post operative to a laparoscopic gastric band procedure, the device was explanted due to severe pain caused by erosion of the device into the gastric lumen. A large leak and extensive erosion was noted by the surgeon around the stomach. The patient was temporarily placed on a ventilator and had to remain in the hospital for two and a half weeks after device was explanted. Per the surgeon, a dissector was used in this case. The band felt too tight. The patient had a history of unexplained infections and was prone to infections. These conditions may have led to the erosion. Patient is fine now and is home.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.